Event description:
During the implant procedure, while tunneling using the inspire tunneler, the patient experienced bleeding at the neck incision. Surgeon suspected a vessel was inadvertently nicked. Surgeon located the source and controlled the bleed with direct pressure. After the implant procedure was completed, the patient¿s respiratory rate decreased. During attempts to stimulate the patient, coughing occurred, which led to recurrent bleeding at the neck incision site. Surgeon reopened the neck incision, packed the area with surgicel, and achieved hemostasis. This resolved the issue without further complications.